Manufacturer narrative:
This report is submitted on december 08, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, under general anaesthesia due to headache, pain, discomfort and non-use. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on january 6, 2022